Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(6) 2011 for this event. The fse observed a leak consisting of diluent and a small amount of blood in the second port vacuum line of the rinse block. The fse also discovered dried up clenz around the white blood count (wbc) bath aperture housing which the fse cleaned. The fse determined that the root cause of the leak was due to a trapped small quantity of particulate matter in the rinse block vacuum line. The fse replaced the vc6 (vacuum chamber that distributes vacuum in the diluter) to improve the vacuum distribution. Repairs were verified per established procedures and results meet published performance specifications. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting a leak in the coulter hmx autoloader analyzer instrument's wash truck. The user was wearing personal protective equipment (ppe) consisting of lab coat, gloves and eye protection at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed, sprayed, or injured. Patient treatment was not affected in this event.